Event description:
The customer reported via phone call that he had issues with his transmitter and had a threshold suspend alarm. Customer stated that he had not eaten since last night and his blood glucose was 307 mg/dl earlier today. Customer also had a meter blood glucose now alarm while on the call. Customer's blood glucose was 192 mg/dl on the call. Customer's sensor glucose was 41 mg/dl earlier today. Customer stated that they did not turn off the threshold suspend as he was sleeping. Customer is fairly sure that it caused the blood glucose that was over 300 mg/dl. Customer stated that he was unaware of his high and lows. Customer was advised that the bent sensor cannula caused the calibration errors. Customer mentioned that he sweats a lot. Customer stated that he can replace the sensor from here and will return the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.